Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd alaris¿ lvp 20d low sorb 2ss 0.2m cv three sets disconnected from the tubing filter. The following information was provided by the initial reporter: the past couple days we have had 3 events where our ivf tubing has become disconnected from the tubing filter. In 2 of the cases, this occurred while the rn was priming the tubing for line changes so did not touch the patient. For one of the instances it became disconnected while infusing in the patient. Last night I had night shift save all the lot #s so we can track in the case it occurred again.

Event description:
It was reported that while using the bd alaris¿ lvp 20d low sorb 2ss 0.2m cv three sets disconnected from the tubing filter. The following information was provided by the initial reporter: the past couple days we have had 3 events where our ivf tubing has become disconnected from the tubing filter. In 2 of the cases, this occurred while the rn was priming the tubing for line changes so did not touch the patient. For one of the instances it became disconnected while infusing in the patient. Last night I had night shift save all the lot #s so we can track in the case it occurred again.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-aug-2022. Investigation summary: four mat# 11532269 samples were received and tested by our quality team. All samples exhibited separation at the distal portion where tubing and filter are to be connected. One sample lacked the end of tubing (male luer end) but the samples were consistent throughout with their failures and failure modes. Under microscope analyses, the samples nearly completely lacked solvent that is applied to the junction to ensure a secure connection. Our manufacturing team was notified about this issue to conduct further investigation. The root cause was found to be improper operation of solvent applicator at the specific work station where the tubing to filter connection are set. There are multiple improvements that have been made to limit the further occurrences of this issue- including new fixtures for easier handling during this step of assembly. A device history record review for model 11532269 lot number 22035124 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04mar2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.